Event description:
A doctor informed beavers dental that while using the jet bur la1171, enamel damage occurred on the lingual surface of a patient's tooth during a debonding procedure.

Manufacturer narrative:
A complaint was raised on a single la1171 bur indicating the bur damaged the enamel during a de-bonding operation. Two burs from lot# 2494718 were returned with the complaint. The burs were examined using a 10x loupe, a low power optical microscope (up to 50x) and the scanning electron microscope. One of the returned burs was sectioned at around the middle of the head to examine the blade design. Burs available in stock (lot#2588422) were also examined in the same manner for comparison. Visual inspection of the returned burs showed they have been used. This is indicated by the rounding of some of the sharp edges and the presence of chips on the bur edge. This is illustrated in figure 1. One of the burs also showed excessive wear/rounding of the steel at the plate area of the bur. Based on the visual observations, the returned burs showed no major differences compared to our current product with respect to shape and geometry of the dome, the helix of the blades and the blade geometry. In light of these findings, the returned burs are not expected to behave differently in cutting. Note that due to the material characteristics of the fluted carbide head, it is expected the burs would cut tooth materials (including enamel and dentin) on contact.